Event description:
The customer reported a false positive result with the ID now covid-19 assay performed (B)(6) 2021 on nasal swab sample and generated positive results. The customer reported that confirmation testing (methodolgy unknown) was performed (B)(6) 2021 and (B)(6) 2021 generated a negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1052008 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1052008 and test base part number 190-430 / lot 1052008 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1052008 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.